Manufacturer narrative:
The reported issue could be inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿inappropriate snap fit¿.it was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the statlock foley product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the complainant was having issues in getting the statlock to close and to ensure that it remains closed. It was further stated that the complainant placed the statlock as instructed. Representative confirmed proper placement of statlock.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the statlock foley has issue in closing and remain closed.